Manufacturer narrative:
Describe event or problem; corrected data: the information regarding the return of the wand was inadvertently left off of the initial MFR. Report. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The wand was received for analysis. Product analysis for the wand was completed which showed the failure to program and communication difficulties were confirmed. The serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communication errors cleared. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. Product analysis on the returned handheld device was performed and no anomalies were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed on the returned software and flashcards. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Initially, it was reported that the physician's programming system would not interrogate the patient's generator. The physician installed a new 9v battery in the programming wand and the patient's generator was able to be interrogated. A company representative later performed troubleshooting with the physician's programming system and the patient's generator. It was identified that the patient's generator was unable to be interrogated with the physician's programming system. Troubleshooting identified that the patient's generator could be interrogated with a known working programming system. The physician was provided a new programming system and the handheld was received for analysis. Analysis of the handheld is underway, but has not been completed to date.